Event description:
Treatment of an aneurysm. During the procedure, it was reported that the coil would not detach and was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4).